Event description:
It was reported that the user received an insulin occlusion alert on the pump and later an infusion set expired alert; visual inspection showed no air bubbles or kinks, and customer care advised a full supply change, which the user planned to complete with assistance. The user was provided guidance on infusion set replacement. Investigation of this case revealed that the occlusion alert resolved only after a complete supply change, indicating a probable infusion set or consumable issue. No reported adverse clinical effects during the event. Outcomes included user education without medical intervention. It was concluded that the event was related to occlusion requiring infusion set replacement, with no injury reported and no further action required beyond supply change.